Event description:
It was reported that this left ventricular (lv) lead exhibited out of range pace impedance measurements greater than 3000 ohms and loss of capture. The lead was reprogrammed to a different vector and the health care professional (hcp) planned to continue to monitor. This lv lead remains in service. No adverse patient effects were reported.